Manufacturer narrative:
The cause for the (B)(6) advia centaur xp (B)(6) result when compared to (B)(6) results when repeated on alternate (B)(6) test methods is unknown. The customer did not observe any quality control issues at the time of the incident, and there were no other discordant patient results reported. The patient sample is not available for further investigation. No conclusion can be drawn. The customer runs approximately 2000 samples per month and has observed one discordant advia centaur xp (B)(6) patient result. The approximate sensitivity of (B)(6), and meets the advia centaur xp (B)(6) instruction for use (IFU) clinical sensitivity claim as (B)(6). The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." "It is recognized that the current methods for the detection of hepatitis b surface antigen may not detect all potentially infected individuals. A nonreactive test result does not exclude the possibility of exposure to or infection with hepatitis b. A nonreactive test result in individuals with prior exposure to hepatitis b may be due to antigen levels below the detection limit of this assay or lack of antigen reactivity to the antibodies in this assay."

Event description:
A (B)(6) advia centaur xp (B)(6) result was observed by the customer on a patient's sample and considered discordant when compared to (B)(6) results when repeated on alternate (B)(6) test methods. The customer performed repeat advia centaur xp (B)(6) testing on the same patient sample and the result was (B)(6). There was no known report of patient treatment being altered or adverse health consequences due to the (B)(6) advia centaur xp (B)(6) result.